Event description:
Asr revision.asr xl - unknown hip.reason for revision: (B)(4).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
It was reported that the patient had a revision on the asr right hip implant. The reason for the revision was pain. This reason is in addition to the previously reported condition of high serum metal ion concentrations.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: new etq record created in order to update etq (legal system) complaint number dint (B)(4). Reason for original complaint asr revision asr xl - unknown hip reason for revision: increased serum me+ion concentrations. Update: claimsuite ref, implant date, hip revised, hospital, surgeon, reason for revision and file handler details received (B)(4) 2012. J&j - asr-gz ins-(B)(6) claimsuite - (B)(6) hip(s) to be revised: right reason(s) for revision: pain the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.